Manufacturer narrative:
Customer was emailed and phoned three times requesting return of the purely yours ultra breast pump base for investigation after she was shipped a replacement pump the day of the complaint. Customer has not returned the pump base therefore no visual inspection or investigation could be conducted. A supplemental medwatch report will be submitted if the product is returned and once investigation complete.

Event description:
Customer contacted ameda, inc. On (B)(6) 2018 to report batteries began leaking fluid from the purely yours ultra pump base while pumping the morning of (B)(6) 2018. Customer states the pump began losing power and she heard a sizzle sound followed by white fluid leaking from the battery compartment. She did not come in contact with this fluid therefore she was not harmed. A replacement purely yours ultra pump base was overnight shipped to the customer.